Manufacturer narrative:
Exemption number e2015058. Heartsine technologies ltd (manufacturer) is submitting the report on behalf of heartsine technologies llc (importer). H3 other text: device not returned yet.

Event description:
End-user alleges that pad unit's status indicator does not work. No patient involved.

Manufacturer narrative:
The device history record for the sam 350p device was reviewed and this confirmed that all manufacturing and quality checks and test had been successfully completed. No rework was conducted. The sam 350p passed ¿out qat from heartsine technologies on the 15th november 2013. During the investigation the green status indicator failed to light as per the reported fault. The fault could not be replicated with a new membrane fitted. The fault was traced back to a failure of the green status led. The component was removed from the membrane and measured out of specification. The status leds were tested during passed final unit test (h032-014-004) on the 15th november 2013. Therefore, it is concluded the green led failed after despatch from heartsine. It is the policy of heartsine not to refurbish devices which have been returned from the field, after investigation, therefore this device shall be scrapped and replaced with another device of the same model.

Event description:
End-user alleges that pad unit's status indicator does not work. No patient involved.